Event description:
It was reported that an ilet user experienced hyperglycemia with a sensor reading ¿high¿ after a prior blood glucose of 234 mg/dl following dinner while out of town without backup therapy or fingerstick supplies. Symptoms included abdominal pain. Outcomes included no reported hospitalization or medical intervention beyond guidance to reassess after one hour and to seek emergency care if the glucose did not trend down to obtain insulin and backup therapy. Investigation included customer troubleshooting and education regarding high glucose management and instructions for escalation to emergency care if needed. Investigation of this case revealed an undetermined cause of hyperglycemia, with no confirmed device malfunction or component failure identified from the available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.